Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed. The customer report was not attributed to a device malfunction. The display contrast was adjusted and the device operated as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device powered up to a blank display. Complainant did not indicate that there was any patient involvement in the reported malfunction.